Event description:
It was reported the patient experienced loss of stimulation coverage. The physician confirmed the leads migrated. The physician removed the two leads (from the same lot number) and reimplanted the same leads. During the process, one of the leads was inadvertently cut. The lead was removed and a new lead was implanted. The patient received effective stimulation post operative. Note the leads were placed peripherally (off label use).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.